Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a brown dot or particle embedded in the tubing. This issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 02, 2019 to october 03, 2019. H10: the device was received for evaluation. Visual inspection via the naked eye was done which observed a reddish brown particle, measured to be 0.07 square mm in size, embedded in the material of the tubing line. Embedded material is not in the fluid path. During ftir spectroscopy testing the particles were identified as a mixture of polyvinyl chloride (pvc) and phthalate material. Pvc is the raw material of the device tubing line. The embedded particle was measured and found to have met manufacturing specification for particulate matter embedded in the tubing line. Therefore, the unit was found to meet specification and there was no product non-conformance. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.